Event description:
It was reported to philips healthcare that the heartstart mrx does not work. There was no patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The device had been inside a closet in the hospital unused and was then reported to have failed to power on. There was no reported patient involvement and/or patient impact.

Event description:
The device had been inside a closet in the hospital unused and was then reported to have failed to power on. There was no reported patient involvement and/or patient impact.